Event description:
It was reported while using bd luer-lok¿ tip syringe only the stopper was jammed. There was no report of patient impact. The following information was provided by the initial reporter: the repeater pump allows the plungers to slide back easily in the process of receiving normal salin.

Manufacturer narrative:
H.6. Investigation summary: it was reported the plungers were sliding back easily. To aid in the investigation, thirty samples in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, and no defects or imperfections were observed. The syringe barrel stoppers were properly assembled. If the product is not meeting the customer¿s needs, it may be beneficial to contact the local bd sales, or marketing representative, for additional product options or training. A device history record review was completed for provided material number 302832, lot 2210110. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.